Event description:
Perclose placed in right femoral vein. Device malfunctioned and was unable to be retrieved. Vascular surgery was required to remove the device. Upon removal, perclose device is broken just above the foot, where the metal piece joins into the plastic sheath. Mitraclip insertion was cancelled and patient subsequently discharged to ICU in stable condition. Manufacturer response for device, hemostasis, vascular, perclose proglide (per site reporter). We are currently collecting additional information regarding the event.